Manufacturer narrative:
Coloplast has bot been provided nay corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urge incontinence and frequency of urinary tract infections.